Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented after experiencing syncope for an unknown reason. A remote interrogation was performed and boston scientific technical services (ts) was consulted. Ts reviewed the remote interrogation data and found no recorded arrythmias in the previous 24 hours and no stored episodes in the past 72 hours. They did note a threshold test that was stored. The information was relayed to the physician. No further information was able to be obtained and the pacemaker remains in service. No additional adverse patient effects were reported.